Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing on the right ventricular channel. The patient was evaluated, the device was reprogramed and it was decided that a lead and device replacement procedure should be performed in the near future. This lead remains in service. No further adverse patient effects were reported. Additional information was received confirming this device was replaced due to normal battery depletion. Clarifying information was received explaining that the patient received inappropriately 3 shocks in 3 different episodes due to the oversensing that the device used to exhibit.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing on the right ventricular channel. The patient was evaluated, the device was reprogramed and it was decided that a lead and device replacement procedure should be performed in the near future. This lead remains in service. No further adverse patient effects were reported. Additional information was received confirming this device was replaced due to normal battery depletion. This device was returned to boston scientific for evaluation. Clarifying information was received explaining that the patient received inappropriately 3 shocks in 3 different episodes due to the oversensing that the device used to exhibit.

Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. Pacing and sensing functions were tested and the device was verified to operate as expected. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.